Event description:
It was reported that the user experienced recurrent nocturnal hypoglycemia while using the ilet system and was frequently pausing insulin delivery and not announcing meals, which can disrupt automated insulin modulation. Symptoms included low blood glucose events. Outcomes included the need for troubleshooting and education regarding proper hypoglycemia treatment and device use. Investigation included review of uploaded pump and glucose reports and customer interview. Investigation of this case revealed user-related behaviors contributing to hypoglycemia, including pump pausing and omission of meal announcements, and the need for re-education on hypoglycemia management. It was concluded that the device functioned as designed, and that education on the 15 g/15 min rule and avoiding manual pump pauses was warranted, with consideration for therapy setting adjustments by the care team. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.